Event description:
As reported by the user facility: the nurse claimed the pca pump inaccuracies. Said that pump alerted vial empty but there was still 9ml's left in syringe.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for evaluation, further investigation of the complaint was not possible without a sample. Issue reported could not be confirmed.